Event description:
Caller indicated the assure 4 meter was giving variable readings. At 7:30 am took reading on meter and the results were 67 mg/dl. At 7:31 am with same meter and new test strip the results were 289 mg/dl. Nurse lisa administered insulin to the resident. Unable to determine any user error. Caller stated that the resident is feeling fine at this time. Facility does not have controls, I have urged them to get some plus extra for emergency situations, and to keep this item stocked at all times. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter has cosmetic damage, however this did not affect product performance. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No performance failure detected.